Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new (B)(4) for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was pulled apart in several places. It was also reported by the customer that the patient was regularly repositioned periodically and the head strap clip was not used. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the reported event was caused by the tubing of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(4) reported that the tubing of an opt944 optiflow + adult nasal cannula broke during use. The patient desaturated to 72% spo2 for approximately ten minutes. A reservoir mask was placed on the patient while the subject cannula was replaced, and the patient's spo2 increased to 96%. The healthcare facility further reported that the patient was regularly repositioned every two to three hours and it is likely that the tubing was pulled during repositioning. There was no further patient consequence reported.